Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with bilateral nongranulomatous anterior uveitis in both eyes at a post op exam. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of photophobia and light sensitivity. Patient reported symptoms are not interfering with daily activities. It was reported that the patient''s symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20   -2.00 x  -1.00 x 4, left eye  pre-op 20/20   -2.00 x -.75 x 175. This report is for the intralase laser. A separate report will be submitted for the visx.